Event description:
Related manufacturing ref: 3008452825-2022-00670. During a premature ventricular contraction procedure, electric potentials 3-4 did not display which caused a delay. A second catheter was obtained, but contact force was not accurate; it displayed 16-7 grams when removed from the sheath and taken out of the body. The contact force was zeroed again and the rf delivery started. The contact force was displayed as 16-7 grams again when it was removed from the patient. A third catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Electrode 3 read as an open circuit during electrical testing. Further investigation revealed that conductor wire 3 was fractured at the weld joint between the wire and the electrode ring, consistent with the detected open circuit and the reported event. Electrode 4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met requirements for shaft and electrode ring outer diameter, and electrode ring spacing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue and subsequent delay were likely due to the fractured wire. They cause of the fractured wire could not be conclusively determined.